Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The handle fell off of the mics handpiece during posterior chamfer cut.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the grey handle fell from the mics. The product was unavailable for inspection as the product was not returned. Device history records indicate 25 devices were manufactured under lot k09zt and 23 including 4202627 were accepted into final stock on (B)(6) 2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k09zt shows no additional complaint(s) related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. A review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and (B)(4). Device not returned.

Event description:
The handle fell off of the mics handpiece during posterior chamfer cut.